Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use, the needle of the 23 g x .75 in bd vacutainer® winged safety push button blood collection set failed to retract. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: a review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product rationale: as bd had not received any samples and photo from the customer facility for investigation; the investigation was limited. The customer¿s indicated failure mode of the device failing to retract with the incident lot was not observed. Summary: all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.